Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and it was observed that the lv lead had detached into two pieces. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.